Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not recommend the accurate bolus amount based on the insulin on board. Customer's blood glucose level was 360-361 mg/dl. After entering the bolus amount once more, the pump correctly calculated the bolus. Reportedly, the customer reverted to manual injections for insulin therapy.